Manufacturer narrative:
Quality safety evaluation received on 09-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Follow-up received on 26-sep-2016: no response was received to follow-up attempt. Regulatory authority number was received ((B)(4)). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-sep-2016 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 215 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous legal case report was initially received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain. Essure was removed. This event is serious due to reported disability (event led her to work-related problems and problems with daily tasks) and listed in the reference safety information for essure. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on (B)(6) 2016. The most recent information was received on 03-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in an adult female patient who had essure (batch no. 50534019) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria disability and intervention required), menorrhagia ("increase or heavy blood loss during menstruation"), breast pain ("pain in breast"), arthralgia ("arthralgia"), muscle spasms ("muscle cramps"), depressed mood ("depressive feelings"), fatigue ("tiredness") and visual impairment ("visual problems"). The patient was treated with surgery. Essure was removed. At the time of the report, the back pain, menorrhagia, breast pain, arthralgia, muscle spasms, depressed mood, fatigue and visual impairment outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, breast pain, depressed mood, fatigue, menorrhagia, muscle spasms and visual impairment with essure. The reporter commented: at time of essure placement consumer was 34 years old. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2020: lawyer (new reporter) provided essure lot number. Patient name / initials added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 13-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in an adult female patient who had essure (batch no. 50534019) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria disability and intervention required), menorrhagia ("increase or heavy blood loss during menstruation"), breast pain ("pain in breast"), arthralgia ("arthralgia"), muscle spasms ("muscle cramps"), depressed mood ("depressive feelings"), fatigue ("tiredness") and visual impairment ("visual problems"). The patient was treated with surgery. Essure was removed. At the time of the report, the back pain, menorrhagia, breast pain, arthralgia, muscle spasms, depressed mood, fatigue and visual impairment outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, breast pain, depressed mood, fatigue, menorrhagia, muscle spasms and visual impairment with essure. The reporter commented: at time of essure placement consumer was 34 years old. Lot number: 50534019 manufacturing date: 2010-07 expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 24-sep-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in an adult female patient who had essure (batch no. 50534019) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: nickel allergy indicated before placement, no problem. Concurrent conditions included nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria disability and intervention required), menorrhagia ("increase or heavy blood loss during menstruation"), breast pain ("pain in breast"), arthralgia ("arthralgia / joint pain"), muscle spasms ("muscle cramps"), depressed mood ("depressive feelings"), fatigue ("tiredness / chronically tired"), visual impairment ("visual problems"), pain in extremity ("pain in her legs / intense pain in her thighs"), headache ("headaches"), diplopia ("double vision"), myalgia ("muscle pain"), asthenia ("felt herself getting weaker"), mental disorder ("trouble with psychological problems"), mood swings ("mood swings"), tooth disorder ("dental problems"), breast swelling ("swollen breasts / slightly swollen breasts"), vaginal discharge ("foul-smelling discharge"), menstrual disorder ("menstrual problems"), dyspareunia ("dyspareunia") and rash ("rash") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure and her fallopian tubes were removed). Essure was removed. At the time of the report, the back pain, menorrhagia, breast pain, muscle spasms, depressed mood, fatigue, visual impairment, headache, diplopia, myalgia, asthenia, mental disorder, mood swings, tooth disorder, vaginal discharge, menstrual disorder, hormone level abnormal, dyspareunia and rash outcome was unknown, the arthralgia had not resolved, the pain in extremity had resolved and the breast swelling was resolving. The reporter considered arthralgia, asthenia, back pain, breast pain, breast swelling, depressed mood, diplopia, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, menstrual disorder, mental disorder, mood swings, muscle spasms, myalgia, pain in extremity, rash, tooth disorder, vaginal discharge and visual impairment to be related to essure. The reporter commented: at time of essure placement consumer was 34 years old. It was reported that, due to the events, she was put on sick leave and spent a period at home without pay. After removal of essure, the pain in her legs disappeared, but she still has trouble with her joints and slightly swollen breasts, although much reduced. Since the removal, it was gradually getting better, but full recovery will take more time. The consumer was working again. Lot number: 50534019, manufacturing date: 2010-07, expiration date: 2013-07 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: reporter's information was updated and reporter causality considered as related. The events pain in extremity, headache, double vision, muscle pain, feelings of weakness, mental disorder, mood swings, tooth disorder, breast swelling, vaginal discharge, menstrual disorder, hormonal imbalance, dyspareunia, and rash were added. Furthermore, the outcome for the event pain in extremity was considered resolved, for the event arthralgia considered not resolved and for the event breast swelling considered as resolving. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 04-aug-2016. The most recent information was received on 08-jan-2021. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in an adult female patient who had essure (batch no. 50534019) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: nickel allergy indicated before placement, no problem. Concurrent conditions included nickel sensitivity. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria disability, medically significant and intervention required), menorrhagia ("increase or heavy blood loss during menstruation"), breast pain ("pain in breast"), arthralgia ("arthralgia / joint pain"), muscle spasms ("muscle cramps"), depressed mood ("depressive feelings"), fatigue ("tiredness / chronically tired"), visual impairment ("visual problems"), pain in extremity ("pain in her legs / intense pain in her thighs"), headache ("headaches"), diplopia ("double vision"), myalgia ("muscle pain"), asthenia ("felt herself getting weaker"), mental disorder ("trouble with psychological problems"), mood swings ("mood swings"), tooth disorder ("dental problems"), breast swelling ("swollen breasts / slightly swollen breasts"), vaginal discharge ("foul-smelling discharge"), menstrual disorder ("menstrual problems"), dyspareunia ("dyspareunia") and rash ("rash") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure and her fallopian tubes were removed). Essure was removed. At the time of the report, the back pain, menorrhagia, breast pain, muscle spasms, depressed mood, fatigue, visual impairment, headache, diplopia, myalgia, asthenia, mental disorder, mood swings, tooth disorder, vaginal discharge, menstrual disorder, hormone level abnormal, dyspareunia and rash outcome was unknown, the arthralgia had not resolved, the pain in extremity had resolved and the breast swelling was resolving. The reporter considered arthralgia, asthenia, back pain, breast pain, breast swelling, depressed mood, diplopia, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, menstrual disorder, mental disorder, mood swings, muscle spasms, myalgia, pain in extremity, rash, tooth disorder, vaginal discharge and visual impairment to be related to essure. The reporter commented: at time of essure placement consumer was 34 years old. It was reported that, due to the events, she was put on sick leave and spent a period at home without pay. After removal of essure, the pain in her legs disappeared, but she still has trouble with her joints and slightly swollen breasts, although much reduced. Since the removal, it was gradually getting better, but full recovery will take more time. The consumer was working again. Lot number: 50534019 manufacturing date: 2010-07 expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: new lawyer reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 08-mar-2016 from a female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2011 essure (fallopian tube occlusion insert) was placed. At that time consumer was (B)(6). Consumer experienced lower back pain, increase or heavy blood loss during menstruation, pain in breast, arthralgia, muscle cramps, depressive feelings, tiredness, and visual problems. Relevant medical history includes nickel allergy. Nickel allergy indicated before placement, no problem. She reported work-related problems and problems with daily tasks. Consider removal of essure. Follow-up received from consumer via letter (in which she holds company liable for the damage caused) on (B)(6) 2016: on (B)(6) 2011 the patient underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Company causality comment: this non-medically confirmed, spontaneous legal case report was initially received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain. Essure was removed. This event is serious due to reported disability (event led her to work-related problems and problems with daily tasks) and listed in the reference safety information for essure. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since device removal was required. Additionally, non-serious events were reported. Technical analysis and further information have been requested.